Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was not properly orientated when it was advanced from the end of the endoscope. The physician attempted to correct the orientation but was unsuccessful. The physician was able to cannulate the ampulla of vater using the preloaded jagwire guidewire. However, upon advancing the guidewire, a small piece of blue paint was noted on the guidewire. The jagtome rx sphincterotome was removed off of the guidewire. The procedure was completed using another jagtome rx sphincterotome in conjunction with the same jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.